Event description:
Patient reported obtaining back-to-back blood glucose result of 389 mg/dl and 105 mg/dl, while using the suspect device. Patient indicated that therapy was not modified based on these results. No patient injury was reported and no treatment was received. Patient noted that, the day before the discrepant results were obtained, quality control testing was performed on the system and the results fell within the acceptable range. Patient did not report the date that control solutions were opened; as such, the expiration date cannot be verified (controls expire 90 days after opening). Technical support requested the return of the suspect product and replacement product was shipped.